Event description:
The article, "clinical outcomes of second-generation intra-annular self-expanding transcatheter heart valve in an all-comers population with severe aortic valve disease", was reviewed. This research article is a retrospective multicenter experience to evaluate 30-day and 1-year outcomes of the navitor transcatheter aortic valve intervention (tavi) system in a large all-comers population, including challenging anatomies traditionally associated with suboptimal results. The device included in this study was the navitor. The article concluded that the navitor valve showed high technical success and satisfied clinical outcomes and good valvular performance up to one-year and performs well across various aortic valve anatomies. [The primary and corresponding author was moner alchay, department of molecular and clinical medicine, institute of medicine, university of gothenburg, gothenburg, sweden, with corresponding e-mail: moner.abu.al.chay@vgregion.se.]. This study included all patients undergoing tavi with navitor between 01 july 2021 and 31 october 2024. A total of 736 patients were included in the study, of which all received an abbott device. The average age was 80.2 years. The majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, peripheral vascular disease, prior transient ischemic attack and stroke, and chronic pulmonary disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: clinical outcomes of second-generation intra-annular self-expanding transcatheter heart valve in an all-comers population with severe aortic valve disease b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, peripheral vascular disease, prior transient ischemic attack and stroke, and chronic pulmonary disease. Complications reported included perivalvular leak, off-label use (implant in bicuspid valve), stroke, heart block, surgical intervention (permanent pacemaker implant), unexpected medical intervention (balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with device implant in bicuspid valve anatomy. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: clinical outcomes of second-generation intra-annular self-expanding transcatheter heart valve in an all-comers population with severe aortic valve disease. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical outcomes of second-generation intra-annular self-expanding transcatheter heart valve in an all-comers population with severe aortic valve disease", was reviewed. This research article is a retrospective multicenter experience to evaluate 30-day and 1-year outcomes of the navitor transcatheter aortic valve intervention (tavi) system in a large all-comers population, including challenging anatomies traditionally associated with suboptimal results. The device included in this study was the navitor. The article concluded that the navitor valve showed high technical success and satisfied clinical outcomes and good valvular performance up to one-year and performs well across various aortic valve anatomies. [The primary and corresponding author was moner alchay, department of molecular and clinical medicine, institute of medicine, university of gothenburg, gothenburg, sweden, with corresponding e-mail: moner.abu.al.chay@vgregion.se.]. This study included all patients undergoing tavi with navitor between 01 july 2021 and 31 october 2024. A total of 736 patients were included in the study, of which all received an abbott device. The average age was 80.2 years. The majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation, peripheral vascular disease, prior transient ischemic attack and stroke, and chronic pulmonary disease.